Event description:
It was observed during the device inspection, that the video system center exhibited grey image due to printed circuit board failure. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to the g3 of the initial medwatch. The aware date should be 29 aug 2024. This is not a late report. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the presumed cause of the reported malfunction was due to a failure of the patient board set. However, a definitive root cause cannot be determined. Olympus will continue to monitor the field performance of this device.